Manufacturer narrative:
The device was returned for evaluation and the customer¿s reported issue was confirmed as no proper image was shown when connecting the device to the video processor due to the camera cable defectiveness. A visual inspection revealed significant cuts on the cable sheath. The product sold in june 2019 and was previously repaired in september 2021 for similar reasons requiring replacement of the cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed that the 4k camera head was returned to the regional repair center for a reported ¿no image¿ malfunction that occurred during an unspecified event. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been pointed out that the image is not displayed due to a cable failure. There is no description about the cause of the cable failure. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report was submitted to provide additional information regarding the event (b5). The biomedical engineer at the user facility further reported that the initial reported event occurred during preparation for use.